Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 12.5 fr triple lumen hickman catheter was returned for evaluation. An initial visual observation showed use residue on within the sample. The red extension leg was observed to be detached from the trifurcation. The tubing of the red extension leg appeared to be elongated. Tensile weakness was observed in the distal end of the thin section of the tubing of the red extension leg. Some slight tensile weakness was observed in the rest of the thin section of the tubing of the red extension leg as well as the thin tubing of the white extension leg. A microscopic observation revealed the break surface of the tubing of the red extension leg was smooth and granular in texture. The distal section of the red extension leg tubing could be seen within the molded trifurcation and was also observed to be smooth and granular in texture. The texture of the break surfaces as well as the observed tensile weakness and elongation in the tubing of the extension leg suggest tensile failure of the tubing a lot history review (lhr) of huay2790 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red lumen was pulled from the trifurcation by a confused patient. A repair kit used to fix the catheter. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huay2790 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red lumen was pulled from the trifurcation by a confused patient. A repair kit used to fix the catheter. No harm to the patient was reported.